Manufacturer narrative:
(B)(4).

Event description:
It was reported through a remote merlin.net transmission that the atrial lead had become dislodged. On (B)(6) 2015, the patient was seen in clinic where a loss of sensing was observed on the atrial lead. No patient symptoms were reported. The lead was programmed off. The lead was later successfully explanted and replaced on (B)(6) 2015.